Event description:
It was reported the patient had signs of paralysis after the implant procedures. It was reported the physician suspected a hematoma, and took the patient back into the operating room on the same day. The physician performed a second laminectomy at a higher level to evacuate the hematoma, and explanted the scs system. It was reported the patient had regained function after the removal / decompression of the hematoma. The physician planned to reimplant the patient with an scs system.

Manufacturer narrative:
Manufacturer's evaluation: the returned product was not analyzed as the complaint of hematoma could not be confirmed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.